Event description:
Swanson bur broke off in the patient's bone and it was unable to be removed. Pip replacement, right middle finger. The swanson bur from the disposable pack broke off in the patient's bone of the right hand middle finger during surgery and it was unable to be removed by the surgeon. There was no injury or adverse consequence to the patient reported.